Event description:
We were informed on june 28, 2024 about an event regarding a patient with medtronic lumboperitoneal (lp) shunt. Lt was reported that the patient had the medtronic device implanted prior to the radiofrequency ablation (rfa) procedure. After the rfa procedure was completed successfully, the patient observed the implanted device settings had changed unexpectedly without intervention. Additionally, a week after the rfa procedure, the patient experienced symptoms of headache, dizziness, and discomfort. The pain physician "assw11ed" these changes were related to the rfa procedure however, the neurosurgeon assessed that the implanted device appeared to be functioning normally. Despite this, the patient was hospitalized and underwent a revision procedure to replace the medtronic device. There were no reported patient complications postoperatively. The surgery was performed by dr (B)(6) at an unknown medical facility in (B)(6). Please note this is not a device manufactured by boston scientific, and no further details were provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).